Manufacturer narrative:
The reported complaint was not confirmed. The monitor passed the blood loop testing within the required accuracy. Per the clinical review, the so2 values are consistently lower prior to the in-vivo calibration, but are acceptable after the first in-vivo is completed. The addendum that came with the 1.69 upgrade claims no accuracy unless both a gas calibration and an in-vivo calibration are performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint could not be duplicated during laboratory evaluation. The unit has been sent to central engineering for further evaluation for hsat probe inaccuracy.

Manufacturer narrative:
(B)(4). This issue has been occurring since software upgrade. This complaint is related to MDR #1828100-2015-00657 and MDR #1828100-2015-00676.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the saturated venous oxygen (svo2) on the blood parameter monitor (bpm) was reading much lower (seven to eight units off) than it ever did before the upgrade. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 07/17/2015: according to the perfusionist (ccp), since new software update (version 1.69), the svo2 has been much lower (prior to the first in-vivo calibration) as compared to 1.65. In the early minutes of cpb (prior to the first in-vivo calibration), the svo2 measure of the bpm is consistently lower than their laboratory analyzed values. The bpm measure has been 8-15 % points lower than the lab values. After the in-vivo calibration, the ccp stated the bpm values and laboratory analyzed values are comparable. The ccp stated, he has not seen any issues with other measured values. The cases were completed successfully, without delay and without associated blood loss. There was no harm observed.